Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. The patient was having constant pulsatility index (pi) events and biological debris was found on a 4-dimensional computed tomography (CT). A review of the log files revealed the event log file to contain clusters of persistent pi events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
Section e3: occupation/other occupation corrected. Section g2: report source corrected. Section h6: health effect - clinical code, health effect - impact code and medical device. Problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed frequent pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. Furthermore, the reported biological debris was unable to be confirmed as no images were provided, and the device remains in use. The submitted controller event log file contained approximately 3 hours of data on (B)(6) 2025 consisting of mostly pi events. No notable alarms were captured, and the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also outlines pump parameters, including pulsatility index. Section 4 of the IFU further explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute. This value matches the actual speed within ±100 rpm under nominal conditions. Additionally, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.